Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported erratic blood glucose (bg) levels. Lately, the reporter stated that the patient's bg levels had ranged from ''120-240 mg/dl.'' The reporter indicated that for the previous 2 days, the patient's bg levels had been in the ''400-500 mg/dl'' range with symptoms of increased thirst and tiredness. The reporter spoke to the patient's health care provider (hcp) who advised her to treat the patient via injections. After treating the patient with injections, the reporter claimed that the patient's bg levels decreased to the ''80 mg/dl'' range. In one event on (B)(6) 2012, the patient's bg level dropped to ''29 mg/dl'' while she was sleeping. The patient was reportedly groggy and not very alert at the time. The patient drank juice until her bg level was just under 100 mg/dl. At that point, she ate crackers. Within a few hours the patient's bg level was within normal limits. No medical intervention was reported by the patient or reporter. The reporter denied that the patient had any illness, or change in medications, diet, or settings. The reporter also denied that the patient had any issues with the infusion set(s), site(s), or cartridge(s). She also denied observing bent cannulas, issues with bolusing, or changes in motor sounds. Through troubleshooting, the patient confirmed that the pump's I:c ration, isf, bg target, and iob settings were correct. The reporter was able to prime 2 units into the air without any issues. The reporter and patient stated that they see drops appear when priming. They denied having issues with the rewind, and load steps. They also denied observing any insulin dispensed from the tubing during the load step. A review of the pump's prime history revealed numerous small prime amounts. The animas (anm) representative involved in this contact noted that the pump was functioning properly and no defect was found. The anm representative noted that puberty and a change in activity were possible contributing factors to the patient's erratic bg levels. The reporter was advised to implement a backup plan for insulin delivery if needed. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed high and low bg levels with symptoms that can be associated with severe high/low bg. However, at this time it is unknown if the pump contributed to the patient's injuries considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box or alarm history did not show any alarms representing a malfunction. The total daily dose correctly reflected the user's programmed basal rates. A force sensor calibration test showed the pump is not detecting the correct force. A 29 hour flow accuracy test was done and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.